Event description:
Inserter does not hold position for alignment rods when button is pushed and set to a certain placement. The placement rotates when surgeon strikes inserter with mallet.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned instrument could not confirm the complaint; the alignment rod was not returned for evaluation. A functional check of the push button and turn knob at the end of the handle found the instrument to function as intended; the instrument did not move with force. The date code nt1108 indicates the instrument was manufactured in november of 2008. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.